Event description:
It was reported that this right ventricular (rv) lead was capped due to low impedance measurements. A new right ventricular (rv) lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.